Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3, and b5 was inadvertently omitted from the initial medwatch report. It was confirmed that patient safety was not impacted as a result of the procedural delay. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the malfunction occurred during the procedure. Type of treatment is therapeutic ileus radical treatment. The intended procedure was completed using a similar device. The procedure was approximately delayed for 30 minutes to exchange the scope and operation was temporarily suspended. The device was not inspected before use and checked for air leaks etc., after use.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the monitor showed a black screen with no image due to damage to charged coupled device; bending section cover was scratched; adhesive on bending section cover had chipped; bending section could not be fixed firmly due to damage to forceps elevator lever(surgical products); noisy image occurred due to damage to charged couple device unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the videoscope image did not appear. There were no reports of patient harm.